Event description:
New information noted that the patient presented to the emergency room after the post procedure and the pacemaker exhibited a radio frequency (rf) telemetry connection issue. No intervention was performed and the patient was in stable condition.

Event description:
It was reported that the patient's pacemaker exhibited failure to interrogate.

Manufacturer narrative:
Further information was requested, but not received.